Manufacturer narrative:
Corrected information: sex. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An reliant balloon was used in a patient for the endovascular treatment of a 5.5 cm abdominal aortic aneurysm. It was reported that, during the index procedure, the balloon ruptured after 2-3 inflations. The balloon was replaced and touch up was completed. The implant procedure was completed successfully and no additional treatment is required. The physician stated that the cause of the event could not be determined. No additional clinical sequelae were reported and the patient is fine.